Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.